Event description:
It was reported that the patient was implanted a humeral head 44-16 on the left side on (B)(6) 2013. During surgery, it was noted that the implant had plastic stuck on it. The surgeon removed it with serum physiologique and continued the implantation with the same device. Surgery time was extended by 5 minutes.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a notification in 09/05/2013. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).